Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station started rebooting randomly. A field service engineer verified the station functionality and found no issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system shutdown and went to blank screen, taking 5 minutes to turn back on. Customer added that after the surgery the patient was undergoing treatment, and nurse had to administer medication, while patient was experiencing pain. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-may-2022 to 10- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system shut down and went blank screen. A field service engineer states that the station started rebooting randomly. Verified the station functionality and found no issue. The system functioned as intended after the field service engineer accessed the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system shutdown and went blank screen. Customer also added that after it was turned back on, it took approximately 5 minutes for the screen to come back to normal and occurred during procedure. There were no adverse events or injuries reported based on this incident.